Event description:
The customer reported that their t:slim x2 pump battery would not charge despite various attempts, including using different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.